Event description:
A device was returned to a manufacturer's service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and possible contamination of foam degradation were found in blower and blower output exhaust. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.